Manufacturer narrative:
The plates were kept by the hospital and are not available for analysis. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
It is unknown exactly when the plates began to break therefore event date could not be determined. Return of the device is anticipated. An analysis will be completed upon receipt, and a follow up report will be submitted once investigation is complete.

Event description:
One month post-operation patient had a scan and all implanted plates looked fine. Patient came back to the hospital in (B)(6) 2016 for another procedure and it was discovered that one of the plates were broken. While she was inpatient for the other procedure the other two plates were reported to break. The broken plates were removed and replaced on (B)(6) 2017. It was reported the patient was a smoker up until the initial surgery.